Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is leaving site inserted for 4 days. Tandem technical support informed customer that leaving site inserted for 4 days is off label per the tandem user guide. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 293 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.